Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the user¿s report cannot be conclusively determined at this time. If new and relevant information becomes available later, this report will be supplemented accordingly.

Event description:
Olympus was informed that "an error e73 (disinfection abnormal water supply during liquid preparation) occurred while formulating acecide for oer-4. When the facility staff cleared the error and pressed the function start again, the problem was solved, but at that time it turned out that the water filter had not been replaced since (B)(6) 2019. The oer-4 is undergoing reprocessing of gif-xp290n and others." No patient or user harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to long-term use of water filter, clogging of water filter may have led to water supply insufficiency, which resulted in occurrence of e73. The unreplaced filter term is about three years and four months by contrast to one month of recommended replacement period. The following is included in the instructions for use (IFU): "chapter 8 troubleshooting and repair" describes typical causes and measures to be taken so the suggested event can be prevented. "Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed." Olympus will continue to monitor field performance for this device.